Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the EKG goes flat when using a defibrillator. Customer is requesting onsite support to further evaluate the device.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer's site to address the reported problem. The device evaluation was performed by the fse on the actual device involved in this complaint. According to service notes, the fse could not reproduce the customer's reported problem. The device was reimaged for customer assurance and tested. The device passed all functional testing and was returned to service. The device did not behave as expected by the customer. However, onsite field service was unable to confirm the reported problem during testing. Because of this, we are considering this to be a malfunction of cause unknown. The attending fse reimaged the device and confirmed functionality. The absence of further calls supports that the reported problem has not reoccurred or was resolved. The device remains in use at the customer's facility.

Event description:
The customer reported that the EKG goes flat when using a defibrillator.. The device was in clinical use at the time the reported issue was discovered. It is not known if the patient's condition and/or procedure was one in which required the patient to be defibrillated.